Manufacturer narrative:
Additional information: b5, d10, h6(update codes), h11. B5: it was further informed that the device contained 5-fluorouracil. H11: the actual device was not available; however, a video of the sample was provided for evaluation. Visual inspection of the video showed leak at the solvent-bonded junction of tubing and multirate control module housing. The reported condition was verified. The cause of the issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: unique device identifier (UDI) # is based on the di information as no lot number was provided by the reporter. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was damaged and leaked fluid through the control module or flow restrictor during patient infusion via catheter. A new device was used to resolve the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.